Manufacturer narrative:
The device was returned to olympus for evaluation and repair. During the evaluation, the returned device was inspected. The complaint was confirmed. The tip of the sheath was found to be broken, exhibiting a sharp edge and missing fragments. The red dots on housing and shoulder screw were also missing. A manufacturing and quality control review was performed for the affected serial number without showing any non-conformities or deviations regarding the described issues. The instructions for use state: ¿4 before use: "study this manual and other labeling thoroughly for safe handling, storage and usage, including instructions for all generators and accessories... Failure to properly follow the instructions, warnings, and cautions may lead to serious surgical consequences or injury to the patient. Misuse of instruments can cause injury to the patient and could have an adverse effect on the procedure being performed. Do not drop instruments or allow them to be struck by other objects." Olympus will continue to monitor the field performance of this device.

Event description:
It was reported to olympus that an inner sheath had a broken ceramic tip that occurred during reprocessing. The reported problem was found during reprocessing. There was no patient injury or adverse event reported to olympus.